Event description:
Possible under sensing noted on atrial lead causing false termination of some at/af episodes. Atrial sensitivity programmed 0.3 mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).